Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A manufacturer representative reported that there was a suspected wet tap during an implant procedure. There was a narrow space due to the patient positioning on the table. The patient positioning was limited due to a history of apnea and anesthesia limitations. The lead was removed and never tested. Access was attempted and granted at a different level. The issue was considered resolved and the patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.